Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe, since it is not related to the device. Migration-breast: unable to observe since, it is not related to the device. Lymphadenopathy-breast: unable to observe, since it is not related to the device. Device wrinkling- breast: not observed. Wrinkling of the skin-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: device photo analysis

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. "Insignificantly enlarged lymph nodes", ¿discrete cranial migration of the implant to the right¿ and ¿positive rippling effect along the upper-medial contours in the ventral direction¿. Diagnosed via palpation and MRI. The device has been explanted with a complete capsulectomy and discarded. The capsule was sent for pathology analysis.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2-jul-2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, ¿insignificantly enlarged lymph nodes", ¿discrete cranial migration of the implant to the right¿ and ¿positive rippling effect along the upper-medial contours in the ventral direction¿ diagnosed via palpation and MRI. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology analysis.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV, ¿insignificantly enlarged lymph nodes", ¿discrete cranial migration of the implant to the right¿ and ¿positive rippling effect along the upper-medial contours in the ventral direction¿ diagnosed via palpation and MRI. The device has been explanted with a complete capsulectomy and discarded. The capsule was sent for pathology analysis.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, lymphadenopathy